Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was unable to be successfully implanted as this atrial lead was not able to be inserted in the right atrial (ra) port of the device. Reportedly, the ra lead was able to be inserted into the right ventricular (rv) port of the device, but not the ra port. Subsequently, the crt-p was removed prior to pocket closure and a non-boston scientific device was implanted to complete the procedure. The ra lead was successfully implanted with the non-boston scientific device and remains in service. No additional adverse patient effects.